Event description:
We noticed that the tip of a suture needle was not sharp. We were unsure if it broke off during the procedure or if it was like that to begin with. We searched for the tip but could not find it. We were informed by x-ray that it would not show up, but we took one anyway. Nothing was found on the x-ray. The suture needle was a 4-0 monocryl, ps-2. It was saved. Lot: rambbx.